Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a catheter became stuck on the guide wire. The chronic total occlusion, de novo target lesion was located in the moderately tortuous right superficial femoral artery (sfa). Vascular access was obtained via a contralateral approach. A 1.5mm x 20mm x 142cm coyote es balloon catheter was used as back up support for a .014 non bsc guide wire. When the physician attempted to exchange the coyote es balloon catheter resistance was encountered and the .014 non bsc guide wire got stuck with the coyote es balloon catheter. The coyote es balloon catheter, a .014 non bsc guide wire and a 5f 45cm non bsc introducer sheath were then removed together as one unit. The procedure was completed with a different device. There were no reported patient complications and the patient status was good.

Manufacturer narrative:
(B)(4).device evaluated by manufacturer:the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4).